Event description:
Provider alleges consumer alleges he was tossed from the unit due too the swivel lever on the seat allegedly being loose.

Manufacturer narrative:
The handle on the seat plate was bent and caused the locating peg not to align properly with the clover leaf on the seat post. This is supported by the coating missing from the handle indicating stress. The misalignment and force also caused the clover leaf notch to elongate. This damage was clearly post final release/customer misuse.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges he was tossed from the unit due too the swivel lever on the seat allegedly being loose.